Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit cylinder compartment door does not close. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that the equipment has a poorly positioned helium cylinder compartment door and was not in use. He elimination of the defect by removing the cause of the failure to close. Repair completed. Operational tests carried out with positive results. The failure caused no damage to operators/patients. The equipment can be used.